Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3889-28, lot# va04d8p, implanted: (B)(6) 2013, product type: lead.

Event description:
Additional information was received from the patient. It was reported that the patient was seen by a new physician and it was determined that the leads were not connected. They were scheduled for revision on (B)(6)2016.

Manufacturer narrative:
Other applicable components are: product ID 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 3889-28, lot# va04d8p, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Information was received from a patient who implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was feeling a shocking sensation. The patient reported that they have been experiencing occasional shocking and the leads had not been working well. The patient reported that they had their system checked in new york and the "machine" was not getting "signals" from some of the contacts on the left lead. The patient reported that the left lead was not working right. It was noted that no x-ray was conducted to verify system integrity. The patient also reported having decreased therapeutic effect as well; their retention issues went from "perfect" to getting worse. It was noted that the patient has 2 systems implanted because they were petite and the other system was too big. The patient reported that both systems stick out from her body. It was confirmed that the ins was on with the patient programmer. That patient reported that there was a motor vehicle accident and a fall that could be related to this issue. The patient reported falling in the past and that they were clumsy. The patient couldn't remember if the fall or car accident occurred around the time the issues started. The patient reported that the shocking usually occurred while they were sitting or in a car. The patient reported that they would reach out to their healthcare professional regarding further troubleshooting for shocking and lack of therapeutic effect.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.